Event description:
The consumer reported that there was a loss of stimulation. On the night of (B)(6) 2016, the patient had turned on the implantable neurostimulator (ins) and adjusted / turned up stimulation, but the patient could not feel stimulation. It was noted that the patient only used stimulation at night. The patient's indications for use included non-malignant pain.

Event description:
Additional information received from the patient in response to follow-up reported that the patient had needed to increase stimulation higher than usual, and then the unit stopped working. No symptoms related to not feeling stimulation occurred. It was noted that the manufacturer representative (rep) was able to use her equipment to test the complete unit and get it going again.

Event description:
The patient reported that regarding the circumstances that led to not feeling stimulation when turning it up, ¿it simply stopped working one day.¿ the patient noted that there were no symptoms related to not feeling stimulation when turning it up. When the patient turned the device ¿on,¿ it indicated that it was on, but the patient felt no stimulation even when increased to ¿10.¿ when the manufacturer representative used her device to turn it on, she was successful. It has operated well ever since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.